Event description:
Pt status post tram flap. Mediheat heat pad 9 x 13 placed to left breast over thick dressing wrapped in a baby blanket. The next a.m. It was discovered that pt had a burn to the area. Burn debrided in 2003. Skin graft to left breast in 2002.